Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was foamy. As per the user facility, the unit was noted to be frothy when cleaning up approximately 1 hour after bypass. The oxygenator has been primed for 9 hours at this point in time. There was no abnormality during bypass, and no negative effect on patient and issues that would contribute to the event. They were 288 minutes on pump, 2 pump runs, and 2 cross clamps. No protamine given between pump runs. Sweep fio2 was kept 80-100% during the procedure, 1-5-2.5 l/min. Clevidipine was used on bypass for an hour. No known consequence or impact to patient. The product was not changed out. Procedure was completed successfully.

Event description:
As per the clinical specialist: a plasma leak through the oxygenator bundle became evident within 30 minutes of blood flow circulation. The customer did share blood gas and anti-coagulation results. Upon review of the arterial blood gases, it is evident that oxygen and co2 removal gas exchange were acceptable during the bypass run for the patient with the complaint oxygenator. The review of the anti-coagulation data revealed adequate heparinization of the patient with the use of a hepcon device. Act values and heparin blood concentration levels were clinically acceptable with that of cardiopulmonary bypass. This bypass case consisted of 2 separate runs and 2 separate cross-clampings as a result of surgical technical issues with the surgery repair. No protamine was given from the time the end of the first run to the time of the beginning of the second run. The total time of the bypass case was 288 minutes or nearly 5 hours.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 2, 2024. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 4210, 4307). The unit was decontaminated upon receipt as per protocol. Bovine blood was circulated through the oxygenator at 4 lpm with approximately 250 mmhg of back pressure, and plasma leakage was noted within the first 30 minutes of circulation. It is possible that there are unknown factors that contributed to the plasma leakage. A definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.